Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer that they had a low blood glucose of 2.8 mmol/l. Current blood glucose level was 2.9 mmol/l. Mode of treatment for low blood glucose was unknown. Customer had been using insulin pump within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of low blood glucose event. Insulin pump will not be returned for analysis.